Event description:
It was reported patient underwent initial left hip procedure on (B)(6) 1999. Subsequently, patient was revised on (B)(6) 2014 due to allegations of metallosis. The modular head and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions."

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001825034-2014-08256. All additional information will be reported on 0001825034-2014-08256.